Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) which was detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed troubleshooting measures for this pacing impedance issue. Additional information indicated that the cause of high oor pli was not conclusively identified. The physician brought the patient in and the lead was found to be functioning normally. The system will continue to be monitored via the remote monitoring system and office checks. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.